Manufacturer narrative:
Additional narrative: patient weight is not available for reporting. It was reported that an obese, osteoporotic (B)(6) patient with a variable angle locking condylar plate (lcp) and a cortex screw, broke post-operatively requiring revision surgery. It was reported that the entire revision surgery took 4 hours. Subsequently, the patient passed away a few hours after the revision surgery was completed. At the time of this review, there was no information regarding cause of death nor causal relationship to the devices, therefore this will be conservatively reported as potentially related to synthes device. Date of event is unknown. Failure of implant reportedly occured the week before revision on (B)(6) 2016. (B)(4). Device is not expected to be returned for manufacturer review/investigation. Therapy date for concomitant devices is unknown. Reporter contact number (B)(6). (B)(4). Device history records review was completed for part # 214.834s, lot # 8875752. Manufacturing site: (B)(4), manufacturing date: mar 11, 2014, expiry date: mar 01, 2024. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Screw was made out of blank part # 214.034.999, lot # 7590406, device history records review task is launched to monument to review these documents. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that patient underwent initial implant procedure on (B)(6) 2015. On (B)(6) 2016, patient underwent hip revision procedure due to a variable angle locking condylar plate (lcp) and a cortex screw breaking post-operatively. During the revision procedure, a new plate with locking attachment plates was implanted and the broken cortex screw was removed with an extraction reamer. The revision procedure was only performed due to the plate breaking one week prior to (B)(6) 2016. The surgeon stated that the breaking of implants was possibly caused by the initial non-union fracture and stress-riser from the cerclage cable. The entire revision surgery took four (4) hours. Subsequently, the patient passed away few hours after the revision surgery was completed. Concomitant reported part: positioning pin (part # 298.803.01s, possible lot # 9488071 or 9466078, quantity: 1) cerclage cable (part 298.801.01s, possible lot # 8056572, 9433804, 9644265 or 9633200, quantity: 1). This report is for one (1) 4.5mm cortex screw self-tapping 34mm. This is report 2 of 2 for com-(B)(4).

Manufacturer narrative:
Device history records review was completed for blank part# 214.034.999, lot# 7590406. Manufacturing location: (B)(4), manufacturing date: moved to blank storage on jan 24, 2016. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.